Event description:
During preparation, it was reported that the guidewire had exited out of the catheter prior to the distal tip. The device was not used in the patient. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated. The catheter tip is partially separated at the point between the marker band and the end of the catheter braid. This separation is likely where the guidewire was reported to have exited. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.